Manufacturer narrative:
Correction: manufacturing reference number 3006705815-2023-02592 should not have been reported as a medical device report (MDR) after additional information received confirmed the device meets or exceeds 75% expected longevity. There is no device malfunction.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain patient information. Further information was requested but not received.

Event description:
It was reported that the patient lost therapy due to ipg had reached end of life. It is unknown if this occurred prematurely. As a result, surgical intervention may take place to address the issue.